Event description:
As reported, during patient care in the cardiac surgery resuscitation unit after the radiographic procedure, this pressure monitoring set became unscrewed and detached, resulting in significant blood leakage (approximately 500 ml), evidenced by a large pool of blood on the floor (medwatch 80734). The issue was promptly detected, the line was replaced under sterile conditions, and the radiographers were reminded to exercise increased vigilance when positioning the plates. This type of incident was recurrent, as the screw thread of the pressure heads is very easy to loosen, leading to accidental disconnections despite careful handling (medwatch 80735). There was no allegation of patient injury. The devices were not available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Patient demographics unable to be obtained.

Manufacturer narrative:
Added: h2 (type of follow-up). Updated: g3 (date received by manufacturer), h6 (component code, investigation findings, investigation conclusions). The truwave involved in this case was not available for evaluation since it was discarded. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed and a definite root cause was unable to be established. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. There are internal controls in place during the manufacturing process to avoid potential causes related to the reported malfunction, such as 100% visual inspection of the units.